Manufacturer narrative:
Bradycardia may be procedure-related or device-related. Bradycardia may occur secondary to ablation because of the proximity of the esophagus to the vagus nerve. Vagal stimulation may result from distention by the balloon, the ablation itself, or anesthetic. The data from the device was downloaded and reviewed. A total of 7 complete ablations were performed followed by a partial treatment ended early. At the end of the procedure there is an error for high balloon pressure where pressure suddenly spiked. The root cause of this pressure is undetermined. The controller was run with a known working catheter. A total of three 8-second ablations were performed and no issues were noted with controller functionality. Controller performed as intended.

Event description:
C2 therapeutics became aware of an event on (B)(6) 2017 a commercial patient with hgd experienced bradycardia during a cryoballoon procedure. There were 8 ablations performed with the cryoballoon system. The patient was bradycardic into the 20-30s, the patient was then given atropine which resolved the bradycardia. The patient's hemodynamics stabilized and he woke up from anesthesia without complications. The patient went home on the same day as scheduled.